Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, during the surgical stapling, the stapler was not able to fire. The load was caught and did not advance to staple. The physician opened another load with the same lot number to complete the case. There was no patient injury.